Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels of 421 mg/dl. The customer explained that he had eaten some sweets and lunch. The customer treated his blood glucose with a bolus and insulin pump therapy. Troubleshooting was done. The customer expressed nausea as a symptom of his high blood glucose. The customer stated that he was unable to describe if there was any damaged to the drive support cap. The customer then declined further troubleshooting. The customer stated that his insulin pump was working. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised customer to call back if the issues persisted. Nothing further reported.